Event description:
It was reported that the system 7 v-notch sagittal saw was overheating during an orthopedic procedure. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that the system 7 v-notch sagittal saw was overheating during an orthopedic procedure. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The original reported event, overheating, was confirmed. The technician found that the drivelink and blade mount base were very loose, which caused high amps and resulted in the handpiece getting warm. The drive link was determined to be the primary failure, and the drive link and blade mount base and pins were replaced.